Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement review was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question.

Manufacturer narrative:
The device was not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. The hospital provided two different lot numbers for this case. Although they were unable to indicate which corresponds to this incident. A lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).